Manufacturer narrative:
The reported complaint was confirmed. Data log analysis shows that the pump and modules were rebooting and the central control monitor (ccm) would put a '?' In their place when this occurs. The network interface card (nic) board was replaced and returned for evaluation where it was found to meet specification. The issue could not be duplicated and no further errors were observed. No additional action will be taken at this time.

Event description:
It was reported that during set up of the device for an off pump coronary artery bypass grafting (CABG) procedure, the central control monitor (ccm) unit displayed a recognition failure. After the unit was powered on and the perfusion screen was opened. "?" Appeared on the roller pump and centrifugal pump controller icons. The user repeated opening and closing the perfusion screen several times and then it separated normally. After that, the issue was not duplicated and the unit operated with no problem. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Data logs were returned to the MFR on (B)(6) 2015 for further eval.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.